Event description:
It was reported that the shaft of the cobra grasper instrument appears to be scratched. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of main tube has various deep scratches with material removed. The scratch marks are all under .300" long and are randomly oriented with respect to the tube axis. Engineering concluded that the scratches were most likely caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.